Event description:
Complaint received via receipt of FDA/cdrh user facility report reporting a 2006, incident involving one (1) 41229-01 thermodilution catheter. The report states that "the sensor for the thermodilution catheter was defective." There was no reported pt injury. The facility reporter was unable to provided any specific event details, including the nature of the problem/defect and the identity of the concomitant products/devices. The user facility report indicates that the involved device was returned to the MFR on 12/11/06. Per 2/21/07 follow-up phone conversation, the involved catheter appears to have been returned to another device MFR. Complaint analysis: a review of the mfg. Lot (mfg. 7/06) database records shows 960 units were mfg., tested, inspected and released. A review of the device labeled directions for use (dfu) was also performed. The dfu indentifies specific pre-test/set-up instructions that are designed to identify any potential performance issues. Cause of the reported event is unk at this time.